Event description:
It was reported that a sensor that stopped working occurred. The sensor was inserted into the upper buttocks which is considered off label placement of the device for non pediatric patients. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was the patient changing the device time which led to signal loss. The reported event of a sensor that stopped working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).